Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation of the heart wall. The lead was successfully replaced. No additional adverse patient effects were reported.